Event description:
It was reported a wireless module would not connect to the customer's network. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.